Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to infection. The strain was identified as streptococcus bovis, and the patient presented with vegetation. No further patient complications have been reported as a result of this event.